Manufacturer narrative:
A review of the device history records revealed no irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection found a section of the threads nearest the relief area have fractured and become detached from the instrument. The male threads of the polyaxial screwdriver mate with the female threads of the polyaxial screw in order to advance/anchor the screw into the desired location. The collar component in which the threads are located is manufactured from (B)(4) and comply to atsm a564 standards. A previous investigation conducted for this type of occurrence determined that when the instrument is not completely disengaged/unthreaded from the mating screw, upon removal excessive force is placed on the male threads causing them to fracture and break.

Event description:
The threads on the right side of the polyaxial screwdriver broke off while inserting a mating polyaxial screw. The surgeon retrieved the broken pieces from patient but not all of the fragments were removed.